Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the patient.

Event description:
Coiling treatment of a mca aneurysm. It was reported after the coil was implanted, loop of the coil was observed bulging into the patient artery. No patient injury reported.